Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results fasting range from 170 to 200 mg/dl. Customer feels physically tired and has observed frequent urination. Medical intervention is not required at this time. Back to back blood test performed during call after medication ((B)(6) 2015; 7:34 pm) with results of 598 mg/dl and 536 mg/dl. Verified storage of test strips is within specification since they are kept in the living room. Recall test results performed (fasting/at least two hours after meals) from meter memory (date/time not set correctly): (B)(6) 2015, 03:54 pm - "hi"; (B)(6) 2015, 5:40 pm - 171 mg/dl; (B)(6) 2015, 08:14 am - 225 mg/dl; (B)(6) 2015, 08:26 am - 290 mg/dl; (B)(6) 2015, 03:28 pm - 127 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Most likely underlying root cause of malfunction noted in the complaint: user has high glucose value.